Manufacturer narrative:
The investigation into the battery failure has been completed. The impella automated controller was returned for investigation. The data analysis of the logs revealed consistency with the complaint intake, subsequent boots following the complaint date triggered the alarms. The long-term log analysis of the battery data revealed that beginning before the complaint date of occurrence, cell 2 voltage of battery 2 had been declining for an extended period of time. It was confirmed that the persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When the console was booted for the first time, console alarms were consistent with what was seen in the field. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. The cause of the single cell failure is most likely due to a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant notified the senior therapy and business development consultant that the automated impella controller (aic) generated a battery failure alarm. It was reported that the controller indicated a battery failure message upon start up. There was no patient harm reported.